Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction on a cord blood sample with mts igg gel card lot # 120814001-10, when performing a dat. Testing was performed using manual gel method and on provue. Customer stated that the cord blood had first been tested on provue and result was dat negative. Customer then repeated the dat in manual tube method and the dat was microscopically positive. The customer had performed the retest of the sample because the rh control was positive when performing the weak d test. Ocd had requested that the customer retest the dat in manual gel. The customer used the same lot of gel cards as on provue. In manual gel the dat was also negative. Qc was confirmed to be acceptable on the day of testing. Cards had been stored as per IFU and had acceptable visual appearance before use.